Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported he has been receiving excessive no delivery alarms on his insulin pump. His infusion sets keep getting tangled up and pulling out. In the last couple of months, customer has had to throw out six infusion sets due to tangles or pulling out. Customer's blood glucose was 200 mg/dl. Customer was advised of possible causes of no delivery alarms. He was advised of proper infusion set insertion and no delivery troubleshooting methods. Customer was advised to call the next time the no delivery alarm occurs for proper troubleshooting. Nothing further reported.